Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of screwdriver broke during screw implantation. A 40 minute delay in procedure occurred. Attempts to obtain additional information were made; however, none was available.

Manufacturer narrative:
(B)(4). Incomplete device returned and evaluated. Reported event was confirmed via visual inspection of returned device which identified the driver tip had fractured and was not returned with the device. Wear and tear was identified across the device, indicative of numerous uses throughout it's field life. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.